Manufacturer narrative:
D10: concomitants: 6709846300-10-15 - equinoxe replicator plate 1.5mm o/s, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6), 310-01-44 - equinoxe, humeral head short, 44mm (alpha), (B)(6), 314-13-02 - equinoxe cage glenoid small, alpha, (B)(6), 315-35-00 - glnd kwire. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 70 yo female patient, who had a primary rtsa implanted, underwent a revision procedure. The patient noticed issues with motion. Xrays were taken and showed superior shift and the stem in valgus causing some medial resorption on humerus. The surgeon revised the cage glenoid to a tornier baseplate and 36 glenosphere. The stem was well fixed, so he left it in. The surgeon revised the humeral components to our humeral tray and liner (+0mm humeral adapter tray, +2.5mm 36mm humeral liner, reverse torque defining screw kit). There was a 45 minute surgical delay reported with no adverse event to the patient. The report indicated the glenoid cage and pegs were seemingly not in place on the x-rays taken and the delay was due to the revision surgery needed. There were no device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return as the hospital keeps them. Device images were provided. No further information. This is 1 of 2 reports for this event.